Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 40 mg/dl at the time of incident and the current blood glucose level was 300 mg/dl and 142 mg/dl. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No delivery anomalies noted. The insulin pump was programmed with a test guardian link transmitter and the glucose sensor simulator was set to 135mg/dl and monitored. Programmed the sensor low settings for 90mg/dl and turned on the alert on low. Programmed the sensor high settings for 140mg/dl and turned on the alert on high. The glucose sensor simulator bg level was raised, and the alert on high activated at 140mg/dl properly. The glucose sensor simulator bg level was lowered, and the alert on low activated at 90mg/dl properly.